Manufacturer narrative:
Concomitant medical products: 6947m55, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation in every vector. The left ventricular (lv) lead was programmed off and replaced. No further patient complications have been reported as a result of this event.